Event description:
It was reported that the ilet user experienced a low blood glucose of 55 mg/dl and then accidentally announced another meal while still low. The user's caregiver called for guidance, and the user¿s glucose later measured 94 mg/dl with plans to consume carbohydrates. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and avoidance of escalation of care. Investigation included case review and user education on handling accidental meal announcements and treatment of low glucose. Investigation of this case revealed user error related to an accidental meal announcement during hypoglycemia, with device performance not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error with appropriate troubleshooting and education provided.